Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned vascular treatment was performed by the customer and completed as planned and the issue didn¿t stop the room from functioning. The philips field service engineer (fse) inspected the system onsite and confirmed that the error message stating that the system had insufficient disk space. Upon troubleshooting fse found that user received an error message stating that low image space ¿ please delete cases. To resolve this issue, fse made changes to epx databases to auto delete files. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer received an error message stating that the system had insufficient disk space. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.